Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted a black mark on the filter of the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was present on the filter of a small volume intermate. This was noted before use. The device was filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.